Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose of 585 mg/dl; cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released 07/04/2026 with the issue resolved and no permanent damage. A system check was completed and no issues were found with the pump.